Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room upon receiving a shock from their implantable cardioverter defibrillator (ICD). Upon interrogation, it was found that the ICD was inappropriately in back-up operation due to event queue overflow. The device was reprogrammed and restored. The patient was stable.